Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine administration. The following information was provided by the initial reporter: "I prepared and primed needle and upon injecting vaccine I felt pressure and could not administer the vaccine quickly. Resistance was felt when I pushed the plunger and when released plunger drew back and required several pushs to administer the vaccine. This caused further undue stress to child."